Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to the appearance of atrial and ventricular sensor pacing at the maximum sensor rate (msr) of 150 bpm. Review of histograms revealed an increase in pacing at 150 bpm. T-wave oversensing was observed as well. In addition, the shock morphology was abnormal with a wide complex that suggested a possible electrolyte imbalance. A pvc falls into blanking, av delay times out, and a vp-ns markers is observed due to pacing into an active noise window. Technical services (ts) did not believe the vp-ns was proarrhythmic, however the pvc appears to have initiated a short run of vt before returning back to sensor driven pacing. It was also noted that there were a lot of stored rythmiq episodes due to wenckebach, which suggests this feature is likely not a good fit for the patient's needs. Troubleshooting and programming options were reviewed. This ICD remains in service. No adverse patient effects were reported.